Event description:
A pt reported blood glucose results of "167 and 128 mg/dl" with a lifescan meter, performed within 10 mins of each other.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.